Manufacturer narrative:
(B)(4). S/w 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at the battery tube side, scratched case, broken belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and partially detached retainer. Cosmetic damage was confirmed at battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device.